Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿dried blood¿) was found in a bd microlance¿ needle, before use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: examination of returned sample in an opened unit pack, shows a dark red solid substance in needles. DHR/bhr review: all the production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's were found. Needles were packed in machine 2103 (november 27 - december 1st, 2017) during which 59 visual inspections were carried out with 1 rejection noted (#10309) related to cutting defect which would not affect the reported issues. Assembled needles come from 2 batches: #7324633 (november 25-28th, 2017) machine 4407 during which 157 visual inspections of 25 units were carried out with zero defects noted. #7198347 (july 31-august 3rd, 2017) machine 4408 during which 144 visual inspections of 25 units were carried out with zero defects noted. " based on the preventive measures of our stringent sampling inspection, review of device history records showed no indication of the alleged defect and after talk with technicians in charge of lines, we are confident that this has been a really isolated case and any probability of occurrence should be exceptional. Moreover, the highly capable process employed by bd to produce microlance needles keeps foreign matter to extremely low levels through stringent manufacturing processes and environmental controls. In bd fraga, the whole process to assembly and package the product takes place in an environmental controlled room where there are several strict preventive measures and operators are yearly trained in good manufacturing practices which are strictly followed. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.